Event description:
Rptr had surgery for spinal stabilization for spondylolisthesis on 4/7/93. She was told in the pre-operative appointment (3/30/93) that the fusion operation would involve bone graft from the pelvis. Rptr went into surgery with pain of the left leg (left l5 radiculopathy) and came out of surgery with severe pain of the right leg. Right before surgery rptr was told some metal implant may be used (rptr was on the operating table right before anesthesia was given). No risks or potential complications were told to rptr. FDA status was not told to her. The pain in right leg persisted for months, expecially worse with movement. When the surgeon saw rptr was in such distress, a third operation was done (8/25/93) to remove "the hardware". Rptr still has a chronic pain disorder and needs 6 tegretol, 6 percocet per day.